Event description:
It was reported that the device has a detached downstream occlusion seal. The issue was discovered during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. No previous service of the device was reported. The reported issue was confirmed during visual inspection as the downstream occlusion (dso) seal was delaminated. The dso seal was replaced. A performance verification test was performed. The device passed all tests within specification.